Event description:
Peri-prosthetic fracture 3 weeks post op. Patient came to surgeon experiencing pain.

Event description:
Peri-prosthetic fracture 3 weeks post op. Patient came to surgeon experiencing pain.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.